Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with extreme pain associated with ventricular pacing. An echocardiograph revealed that a right ventricular (rv) lead cardiac perforation had occurred with phrenic nerve/diaphragmatic stimulation encountered. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.